Event description:
It was reported that a field representative was using the implantable pulse generator (ipg) in order to demonstrate a programmer and the device would not interrogate. The device box/packaging was opened in order to get the device closer to the programmer head, but the device was still unable to be interrogated. A different model programmer was attempted and it also was unable to interrogate the device. A new device was utilized as a demo ipg and it was able to be interrogated on both programmers. The device was returned for evaluation. There was no patient involvement in this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.